Event description:
Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during priming. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep replaced the touch screen and subsequent testing found the equipment to be functioning properly to the system was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.